Event description:
It was reported that an ilet user was unable to proceed during the fill tubing process on the ilet, with no device alerts, and was found to have been connecting the cartridge to the infusion set connector outside of the ilet, which led to inability to proceed and occlusion-like delivery issues; a dry run advanced past 120 units and a subsequent full supply change with new cartridge, infusion set, and connector was completed successfully following correct steps. Symptoms included hyperglycemia with a reported blood glucose of 197 mg/dl. Outcomes included resolution after education and successful replacement of supplies with correct deployment sequence. Investigation included customer care troubleshooting, review of device behavior without alerts, guided dry run, and user education on correct assembly and insertion sequence. Investigation of this case revealed user handling and assembly outside the device as the likely cause of the flow obstruction and failure to proceed during fill, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique error.